Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open distally. The patient was undergoing surgery for recanalization of an unruptured aneurysm of the posterior communicating (pcom) artery with a max diameter of 5mm. It was noted the patient's vessel tortuosity was normal. It was reported that the pipeline did not open distally even after recapturing it once. No additional steps were taken to open the p ipeline, the physician decided to remove the device and replace it. The post-procedure angiographic results were good. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Ancillary devices include a neuronmax, fargomax, phenom 27, avigo.